Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 6.49mg/day via an implantable pump. The indication for use was malignant pain. A volume discrepancy was reported. The arv (actual reservoir volume) was 30ml and the erv (expected reservoir volume) was 37.6ml. There were no other volume discrepancies noted on past refills. Per the reporter the patient was undergoing hyperbaric treatments and they were "topping off" the patient's reservoir. The reporter questioned whether the canister was dented. The reporter also confirmed that they held back negative pressure for a few minutes and stated that they cannot aspirate any more drug. The reporter also stated that the patient did not have any overdose symptoms. The reporter was going to follow up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.